Manufacturer narrative:
Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes with the bd precisionglide¿ needle had issues connecting to the syringe during use and leaked medication as a result. The following information was provided by the initial reporter: "others would not seal correctly where needle is threaded to syringe causing difficulty drawing meds and losing meds when administering (so not knowing if proper dose was received)."

Event description:
It was reported that an unspecified number of bd luer-lok¿ syringes with the bd precisionglide¿ needle had issues connecting to the syringe during use and leaked medication as a result. The following information was provided by the initial reporter: "others would not seal correctly where needle is threaded to syringe causing difficulty drawing meds and losing meds when administering (so not knowing if proper dose was received).".

Manufacturer narrative:
A device history review was conducted for lot number 2048232. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. One photo was provided to our quality team for investigation. Based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.